Event description:
During a non abbott (farapulse) pfa case, an air leak occurred. During the procedure, it was noted that there was significant air ingress into syringe when aspirating the sheath with a non abbott sheath (faradrive) inserted, as if the hemostasis valve was not making a proper seal. Attempts were made to remove, reinsert and change position which did not resolve the issue. When removed from the patient, the hemostasis valve was noted to be damaged. The sheath was replaced with a non abbott sheath (faradrive) which fixed the issue.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal and the dorsal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear remains unknown. A corrective action was initiated to investigate the failure mode of the agilis leak.